Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Mics handpiece trigger sticking. Power in and out. Case type: tka. Surgical delay: 16-30 minutes.

Manufacturer narrative:
Reported event: it was reported that mics handpiece trigger sticking. Power in and out. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot k09gs and 24 devices were accepted into final stock on 5/4/17. A review of qt17-05-0020 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, prodex lot k09gs shows 02 additional complaint(s) related to the failure in this investigation. Complaint (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Device not returned.

Event description:
Mics handpiece trigger sticking. Power in and out. Case type: tka. Surgical delay: 16-30 minutes.